Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. Unable to confirm the alarms. The device was programmed with several boluses and monitored. All boluses were listed in the bolus history screen. The unit calculated the additional bolus delivery and was verified in the daily total screen. The device then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. The motor passed the motor test. The insulin pump had scratched display window and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 365mg/dl and ketones. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a motor error, several no delivery alarms, and a low reservoir alarm. Assisted the mother to run a manual prime test and the insulin did exit. Checked the bolus history and found that the boluses have not been delivered accurately. After receiving the tubing clamp the mother called back to perform the high pressure test and passed. The mother stated that the customer is not comfortable with the insulin pump and requested a replacement. No further information was provided.